Event description:
It was reported that this system was part of an explant due to an infection. Redness and swelling was seen around the pocket. No adverse patient effects were reported.

Event description:
It was reported that this system was part of an explant due to an infection. Redness and swelling was seen around the pocket. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned to out post market quality assurance laboratory and the laboratory noted that an infection is a known medical risk when the skin barrier is breached. Laboratory analysis of the returned product was not able to provided relevant information for infection related clinical observations. An infection is a known inherent risk of the device.

Event description:
It was reported that this system was part of an explant due to an infection. Redness and swelling was seen around the pocket. No adverse patient effects were reported.